Event description:
It was reported that the user experienced elevated glucose readings for several hours while using a contact detach infusion site with an ilet system, confirmed by a fingerstick of 246 mg/dl, after which the user performed a supply change with telephone assistance and later reported a glucose of 182 mg/dl and feeling well. Symptoms included hyperglycemia without associated complaints. Outcomes included recovery without medical intervention and no hospitalization. Investigation included user counseling, guided supply change, and follow-up assessment. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia, with possible infusion site or set-related contribution not verified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.